Manufacturer narrative:
This spontaneous case describes the occurrence of allergy to metals ('nickel allergy') and device expulsion ('one side of the device had descended into her uterus') in a 41-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included multigravida (four pregnancies). In 2012, the patient had essure inserted. In 2014, the patient experienced pruritus ("itching") and ear pain ("earache"). On an unknown date, the patient experienced allergy to metals (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), fatigue ("incredibly fatigued after removal surgery") and mental fatigue ("mental fatigue after removal surgery"). The patient was treated with surgery (essure removal / removed uterus). Essure was removed in 2019. At the time of the report, the allergy to metals, device expulsion, pruritus, ear pain, fatigue and mental fatigue outcome was unknown. The reporter considered allergy to metals, device expulsion, ear pain, fatigue, mental fatigue and pruritus to be related to essure. The reporter commented: itching and earache started 2 years after essure insertion, it got worse and worse. She had to have an operation, especially since one side of the device had descended into her uterus. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the reporter is not possible. Most recent follow-up information incorporated above includes: on 29-sep-2020: this case will be deleted from bayer pv database. Nullification reason: it was identified by the reporter as duplicate of case (B)(4). Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a consumer and describes the occurrence of allergy to metals ('nickel allergy') and device expulsion ('one side of the device had descended into her uterus') in a 41-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included multigravida (four pregnancies). In 2012, the patient had essure inserted. In 2014, the patient experienced pruritus ("itching") and ear pain ("earache"). On an unknown date, the patient experienced allergy to metals (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), fatigue ("incredibly fatigued after removal surgery") and mental fatigue ("mental fatigue after removal surgery"). The patient was treated with surgery (essure removal / removed uterus). Essure was removed in 2019. At the time of the report, the allergy to metals, device expulsion, pruritus, ear pain, fatigue and mental fatigue outcome was unknown. The reporter considered allergy to metals, device expulsion, ear pain, fatigue, mental fatigue and pruritus to be related to essure. The reporter commented: itching and earache started 2 years after essure insertion, it got worse and worse. She had to have an operation, especially since one side of the device had descended into her uterus. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 2-sep-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a consumer and describes the occurrence of allergy to metals ('nickel allergy') and device expulsion ('one side of the device had descended into her uterus') in a (B)(6) year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included multigravida (four pregnancies). In 2012, the patient had essure inserted. In 2014, the patient experienced pruritus ("itching") and ear pain ("earache"). On an unknown date, the patient experienced allergy to metals (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), fatigue ("incredibly fatigued after removal surgery") and mental fatigue ("mental fatigue after removal surgery"). The patient was treated with surgery (removal / removed uterus). Essure was removed in 2019. At the time of the report, the allergy to metals, device expulsion, pruritus, ear pain, fatigue and mental fatigue outcome was unknown. The reporter considered allergy to metals, device expulsion, ear pain, fatigue, mental fatigue and pruritus to be related to essure. The reporter commented: itching and earache started 2 years after essure insertion, it got worse and worse. She had to have an operation, especially since one side of the device had descended into her uterus. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.